Event description:
It was reported that a leak was identified at the hub of the pta balloon catheter. Manual pressure was applied to the leak and the device was used to successfully complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this failure mode. The investigation is inconclusive, as the sample was not returned for eval. As a 100% leak test of end item catheters is performed and a 100% visual inspection and 100% vacuum check of folded, checkered catheters is performed during mfg, the root cause is likely not mfg related. However, the definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The rival instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.